Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the connector interface of the 4x15 palmaz blue on aviator balloon cracked. A leak was detected when connecting the pressure pump. The procedure was ultimately completed with a non-cordis stent sized 4×12.there was no reported injury to the patient. The device was stored and handled according to the instructions for use (IFU). There was no difficulty removing it from the hoop, balloon cover, or sterile packaging components. No kinks or damage were observed prior to insertion, and the device maintained negative pressure during preparation. The device was used during a vertebral artery ostial stenting procedure. The lesion was stenotic with severe calcification and no vessel tortuosity, and the device was not used for chronic total occlusion. A 1:1 contrast-to-saline ratio was used, and the non-cordis pressure pump functioned without resistance and had been used successfully with other devices. No resistance occurred during passage through the rotating hemostatic valve or guide catheter, nor during vessel advancement or lesion crossing, and the catheter did not kink. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the connector interface of the 4x15 palmaz blue on aviator balloon cracked. A leak was detected when connecting the pressure pump. The procedure was ultimately completed with a non-cordis stent sized 4×12.there was no reported injury to the patient. The device was stored and handled according to the instructions for use (IFU). There was no difficulty removing it from the hoop, balloon cover, or sterile packaging components. No kinks or damage were observed prior to insertion, and the device maintained negative pressure during preparation. The device was used during a vertebral artery ostial stenting procedure. The lesion was stenotic with severe calcification and no vessel tortuosity, and the device was not used for chronic total occlusion. A 1:1 contrast-to-saline ratio was used, and the non-cordis pressure pump functioned without resistance and had been used successfully with other devices. No resistance occurred during passage through the rotating hemostatic valve or guide catheter, nor during vessel advancement or lesion crossing, and the catheter did not kink. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 4x15/142p pkg¿ was received for analysis inside of a clear plastic bag. The device was unpacked for product evaluation, focusing on the luer hub observing a cracked condition. The stent is properly mounted in the manufacturing condition not expanded. The balloon is not inflated with the manufacturing pleating. The luer hub was inspected with a vision system confirming the cracked condition. The cracked area on hub presented evidence of fatigue striation. Fatigue striations found on the hub material are commonly associated with damages caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yielded strength prior to the cracked. The reported ¿luer hub cracked¿ condition was observed during analysis. Detailed examination of the luer hub using a vision system revealed a cracked area that displayed fatigue striations, which are indicative of damage caused by repeated or sustained tensile stress exceeding the material's yield strength. This type of damage is commonly associated with mechanical overload conditions such as excessive torque or axial force. A potential contributing factor is overtightening of the luer connection during device setup or use. Repeated or forceful tightening may lead to microfractures that propagate over time, resulting in the observed cracking. This mechanism is consistent with the fatigue striations and crack morphology found on the hub. However, the exact cause of the reported event cannot be conclusively determined. Procedural factors and handling of the device during preparation likely resulted in the observed damage as evidenced by product evaluation. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ based on the available information and product evaluation, there is no evidence to suggest that the reported event was related to a design or manufacturing deficiency. As such, no corrective or preventive action is warranted at this time.

Event description:
As reported, the connector interface of the 4x15 palmaz blue on aviator balloon cracked. A leak was detected when connecting the pressure pump. The procedure was ultimately completed with a non-cordis stent sized 4×12.there was no reported injury to the patient. The device was stored and handled according to the instructions for use (IFU). There was no difficulty removing it from the hoop, balloon cover, or sterile packaging components. No kinks or damage were observed prior to insertion, and the device maintained negative pressure during preparation. The device was used during a vertebral artery ostial stenting procedure. The lesion was stenotic with severe calcification and no vessel tortuosity, and the device was not used for chronic total occlusion. A 1:1 contrast-to-saline ratio was used, and the non-cordis pressure pump functioned without resistance and had been used successfully with other devices. No resistance occurred during passage through the rotating hemostatic valve or guide catheter, nor during vessel advancement or lesion crossing, and the catheter did not kink. The device will be returned for evaluation.